Event description:
The patient was implanted with a left ventricular assist device. Approximately 9 months post-implant, the patient was in the hospital for a plasmapheresis and after the session was completed, he developed a strong thrombopenia followed by an increase in pump power consumption to approximately 20 watts. According to the information provided, a red heart alarm was present due to low flow and a decrease in pump speed. An echo showed no flow through the outflow graft and the aortic valve was opening with every bead. A decision was made to exchange the pump. During the pump exchange, thrombus was observed in the outflow graft and in the pump.

Manufacturer narrative:
The patient remains on lvad support with the replacement pump and was reported to have already been extubated and without symptoms in the ICU following the procedure. The device was returned to the manufacturer for analysis and is currently in process. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.